Event description:
Additional information became available that this rv lead also exhibited noise. As a result of that and previously reported lead issues, the lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that during a recent device change out procedure, the right ventricular (rv) lead appeared to have an insulation abrasion on it, the physician used a repair sleeve on it, and implanted it with the new device. Once the device and lead were placed in the pocket however, the lead exhibited high out-of-range (oor) shocking impedance measurements of greater than 125 ohms. It is believed that the lead is fractured near the proximal coil, so the programming was changed and the lead remains implanted. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this rv lead also had high out-of-range (oor) pacing impedances. The patient was given a competitor system. This lead in fact is partially being used. Additionally the newly implanted right ventricular (rv) lead which is used for rate sense, showed noise as well. To date, no additional adverse patient effects have been reported.